Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An associate nurse manager reported that the a3059 mayfield composite series skull clamp was wiggling after it was clamped to the patient's head and table. Movement was noticed on the mayfield 2 system much more than what is noticed with the mayfield metal. There was no known patient injury and surgery delay. Additional information was received on (B)(6) 2018 stating that the event occurred on (B)(6) 2018. The patient was prepped for surgery and was anesthetized. No medical revision was conducted as there was no alleged injury. An approximate of 5-minute surgery delay was reported as the healthcare team had to look at the wiggling device. Possible incorrect navigation could have been the impact to the patient. Additional information received on (B)(6) 2018 stating that two products with serial numbers: sn (B)(4) will be returned as the customer was unsure as to which one was defective.

Manufacturer narrative:
Two devices were returned for evaluation as the customer was unsure as to which one was has an issue. No issues were found as per evaluation of both skull clamps. They have passed all specific functional testing requirements. The device history record for the two devices cannot be performed as the lot number were not provided. Device identifier 10381780253792; serial numbers : (B)(4). The reported complaint was not confirmed.